Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 3.50x8mm nc trek device is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery. During pre-dilatation, a 3.00x12mm trek balloon dilatation catheter (bdc) ruptured at 12 atmospheres (atm). A second attempt to dilate the lesion was made using a 3.50x8mm trek bdc; however, the balloon ruptured as well at 18 atm. No further attempts were made to dilate the lesion. The procedure was successfully completed with an unspecified stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.